Manufacturer narrative:
As the unit has not been returned for analysis; therefore, a technical analysis could not be performed. The batch number was unk and a review of the mfg documentation could not be performed. The most probable root cause classification of this event will be operational context.

Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. It was reported that the physician pre-dilated the moderately calcified, moderately tortuous proximal rca (right coronary artery) lesion with a non-bsc 2.50 x 15 mm balloon dilatation catheter to 15 atms. The physician then advanced a taxus express2 3.00 x 32 mm drug eluting stent but the stent delivery system was unable to cross the lesion. The stent was noted to be "damaged" after it was removed from the pt. The procedure was completed with another of the same device. There were no pt complications or injuries reported. The pt's condition was reported as "good".